Event description:
It was reported that post-sensed t-wave oversensing was observed via remote transmission. Inappropriate atp therapy was delivered during the episode. Both the device and lead were explanted and replaced. The patient condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.